Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h10: additional narrative. Zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection was performed. Fracture identified at the collar. Device history record (DHR) review was completed for the subject lot number 1224451. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1224451 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant and dental: medical: infection¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. For infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. Infection is a non-verifiable event. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that an implant fractured at tooth site #24, at the collar. Implant was removed. Infection was also reported. Pain and inflammation were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.